Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced skin irritation, swelling, "insertion site infection", and was unable to self-treat, requiring contact with a healthcare professional who prescribed mupirocin ointment (antibiotic) to be applied three times a day for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced skin irritation, swelling, "insertion site infection", and was unable to self-treat, requiring contact with a healthcare professional who prescribed mupirocin ointment (antibiotic) to be applied three times a day for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.